Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery alarm test. The unit functioned properly. There was no delivery anomaly was noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reports to have high blood glucose between 200 mg/dl and 500 mg/dl, which was treated with a bolus delivery and insulin pen. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that bolus wizard was incorrect and insulin pump failed high pressure test twice. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.